Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. Revision surgical report dated (B)(6) 2015 was reviewed. Patient had revision completed for pain, metallosis, trunnionosis, and osteolysis.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
On 12/10/15 medical records received. Medical records reviewed for MDR reportability. Revision surgical note reported metallosis, "brownish grey brown viscous fluid" encountered, metallosis-stained synovium, trunnionosis, significant area of osteolysis down along anterior inferior quadrant of acetabulum that seemed to correspond with one of the acetabular peg components which was scooped out all of the metallosis debris. No component information provided. The complaint was updated on: dec 30, 2015.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Event description:
Update - 05/11/2016. Litigation papers received; asr product. Patient underwent a revision to address pain, metallosis, elevated metal ions. Doi and product stickers received. Complaint return to investigation to (B)(4). The complaint was updated on: may 31, 2016.